Manufacturer narrative:
E1: initial reporter facility name: the first affiliated hospital (B)(6). H6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyps performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. Eventually, the clip was noted hanging on the advancer. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results a resolution clip was received for analysis. Visual inspection of the returned device revealed with the clip assembly detached. In addition, the device was returned without the outer sheath. No other problems were noted. The reported complaint of clip failure to release from catheter was unable to be confirmed since the clip assembly was returned as fully deployed without any activations performed. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyps performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. Eventually, the clip was noted hanging on the advancer. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."